Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose and the pump alarmed no delivery alarm. The customer¿s blood glucose level was 253mg/dl at the time of the incident. The patient¿s current blood glucose was 439mg/dl. The customer reported that the customer was entering a bolus when she had the issue on the pump. The customer stated the blood glucose were 430mg/dl. The customer treated with a manual injection. The customer reports pump alarmed during manual prime. Troubleshoot determined that the pump is working as designed. The customer was advised to monitor the blood glucose. The insulin pump will not be returned for analysis.